Event description:
It was reported that the interpulse yankauer tip was being opened for use when the packaging would not open cleanly causing the material to shred, thus compromising the sterility of the device. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded.